Manufacturer narrative:
Results: the penumbra system 3max reperfusion catheter (3max) was kinked approximately 81.0 cm from the hub and ovalized in multiple locations along the distal shaft. Conclusions: evaluation of the returned device revealed it was kinked. This type of damage typically occurs due to forceful advancement of the 3max against resistance. Further evaluation revealed the distal shaft was ovalized in multiple locations. This type of damage typically occurs due to forcefully gripping or otherwise compressing the 3max during preparation for use. 3max devices are 100% visually inspected during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 3max reperfusion catheter (3max). During the procedure, while attempting to move from the internal carotid artery (ica) to the m1 segment of the middle cerebral artery (mca), the physician felt the 3max bending. Therefore, the 3max was removed and the procedure was successfully completed using a new 3max. There was no report of an adverse effect to the patient.